Event description:
Pump was found in a storage area having a black screen and text.

Manufacturer narrative:
Sigma received the pump on 12/17/08 to conduct an investigation of the event reported. Engineering testing is being conducted on the device. The reported symptom has not been reproduced in the factory to date.